Event description:
An aneurx aortic cuff stent graft was implanted in a patient for the endovascular treatment of a fistula that was between a tube graft that was previously implanted several years ago. It was noted that the stent graft was not being implanted for treatment of an abdominal aortic aneurysm. Both common iliac arteries were severely calcified, more so on the left more than the right side. A 10 mm balloon was inflated multiple times in order to pass the aneurx aortic cuff. This patient presented with blood in the stool because of the fistula. The plan was to place an aortic cuff to cover the fistula; however, as the aortic cuff was being deployed, it landed 2 cm higher than intended and covered both renal arteries (see MFR # 2953200-2009-01825). A reliant balloon was inserted and it was inflated to pull the stent graft down. The stent graft was pulled down far enough to uncover the right renal artery; however, the balloon broke off the catheter. The balloon had deflated and was successfully snared out from the patient. The left renal artery was still covered by the stent graft; however, there was discussion prior to the procedure to cover the left renal. The right renal artery was stented with a bare metal stent. The patient's renal status is stable and there was no blood in the stool. The wbc is elevated, but it was elevated prior to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(Required intervention) - results: device was discarded - unable to follow-up. Severely calcified common iliac arteries.